Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the reagent 5 (r5) probe, cleaned the sample 3 (s3) probe, and auto-aligned both the probes. The align tests, bottom of cuvette (bocc) and check passed with acceptable results. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely depressed carbon dioxide results were obtained on a dimension vista 1500. The initial results were reported. The samples were repeated on an alternate dimension vista 1500. The repeated results were reported, as the corrected results, to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide results.